Event description:
It was reported that the product was not sterile. A 5.0mmx15mmx90cm express vascular sd stent was selected for treatment. However, during unpacking, it was noted that the inner package of the device was damage and the sterility got compromised. The device never introduced into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter still in the product hoop. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages to the device. There is contrast present in the inflation lumen and on the device. The stent is still tightly crimped onto the balloon and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the damage to the inner pouch because it was not returned for analysis.

Event description:
It was reported that the product was not sterile. A 5.0mmx15mmx90cm express vascular sd stent was selected for treatment. However, during unpacking, it was noted that the inner package of the device was damage and the sterility got compromised. The device never introduced into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.